Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022 around noon, the patient¿s cgm value continued to increase. When the cgm value was over 200 mg/dl before eating lunch, the parent bolused the patient with insulin from his tandem pump to address the patient¿s increased cgm value and waited 30 minutes for his cgm value to 'tap out' [presumed to mean stabilize]. Additionally, it was how the parent assessed the functionality of the patient¿s insulin pump site and whether the insulin pump tubing/site may need to be changed. After 30 minutes, the cgm had not 'tapped out' and displayed 300 mg/dl. The parent was concerned about the cgm value increased 100 mg/dl in 30 minutes, so a bg was performed which was 35 mg/dl. The parent gave the patient as many glucose tablets he could chew before he had a change in his level of consciousness. However, the patient experienced a seizure and a bg was performed which was 21 mg/dl. The parent called emergency medical services (ems) and while waiting for ems, the mother administered emergency medication [presumed to mean glucagon injection] and was able to increase the patient's bg to 40 mg/dl and he regained consciousness. The parent is a paramedic and ems had not yet arrived, the parent felt comfortable managing the patient. She called and cancelled ems and treated the patient. The patient was not taken to the hospital. Post-event, the patient was lethargic, slept a few hours, and six hours post-seizure, the patient 'perked' up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.